Event description:
The customer reported a loss of audio. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that they received a visible "speaker malfunction" inop. No pt was harmed as a result of this issue. In abundant caution, we will report this as a malfunction even though no loss of audio was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.